Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tube there were damaged rubber stoppers in an unspecified number of devices. During use there was low sample volume collected in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tube there were damaged rubber stoppers in an unspecified number of devices. During use there was low sample volume collected in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received photos for investigation, with a total of 4 photos provided. The photos show a tube with a stopper exhibiting a non-fill stopper defect and another tube that exhibited underfill. A visual inspection was conducted on 30 retained samples for damages, and none failed the inspection. Additionally, 20 retained samples underwent functional tests for low or no draw, and all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged and draw volume. Bd will also confirm the defective product/component defect as defective stopper molding. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.